Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 6.1 cm abdominal aortic aneurysm in 1999. Aneurysm neck was reported to be 24 mm in diameter with a 45 degree angulation. Vessel morphology is unknown. Procedure notes from the implant procedure do not report deployment problems or complications with no endoleak on final angiography. It was reported that computerized tomography scans performed in 1999, 2000, and 2002 indicated no change in the aneurysm neck diameter with no evidence of aneurysm neck dilatation. In 2002, it was reported that the stent graft had migrated approximately 5 mm, and that a type I endoleak was present. Five days later, a 28 mm diameter x 3.75 mm length aortic cuff was implanted to seal the endoleak. A 16 mm diameter x 5.5 cm length iliac extender cuff was also for an unknown reason. No endoleak was reported at the end of the procedure. No clinical sequelae were reported, and the patient is reported to be fine.